Manufacturer narrative:
Product event #701076817: investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 3.0s product number: ps210-030se lot number: unknown expiration date: unknown quantity returned: 1 testing performed: device packaging inspection: -returned in a (B)(6) box with no packaging to fill the negative space -one plasmablade 3.0s bagged inside two clear bags, (not bio-hazard bags) which was within a soft (B)(6) package and no original packaging was included -device is confirmed with the information in the gch -no additional paperwork was included device visual inspection: -device has eschar on the electrode and dried blood stains on the hand piece, and inside the suction tubing -all components appear intact without any damage -there are no visual signs related to the description functional inspection: -the plasmablade¿ 3.0s was connected to the complaint lab pulsar® generator and was tested for functionality by being activated in grounded saline, at cut setting¿2 and coag setting-1, settings that used for testing during manufacturing, with acceptable results. -¿the device is acceptable if the ¿glow¿ around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are actuated¿, which was observed during functional inspection of the complaint device. -the device was tested for performance using chicken for 10 minutes total activation time at cut setting-5 for 2.5 minutes then cut setting 10 for 2.5 minutes and coag setting-10 for 5 minutes with acceptable results. -there wasn¿t any flame observed at any time during the performance testing. Lhr review: a review of the lhr is not possible due to the lot number is unknown. Investigation conclusion: complaint is not confirmed for the ¿flame at device tip¿ issue that was reported in the complaint description. The device was tested for functionality and performance and met the product specifications with acceptable results. The device functioned as intended and responded normally during functional inspection in grounded saline, on chicken in performance testing, and when connected to the generator for all activations. The reported complaint was unable to be reproduced within the laboratory environment. There wasn¿t any ¿flame¿ observed at any time during activation of the device. The complaint will be tracked and trended in gch.

Event description:
The customer noted that near the start of the procedure, a flame was identified at the tip of device. At the time that the flame occurred, the system was being used on coag and touching metal forceps to stop an actively bleeding vessel. It was reported that the flame was about 2mm in size, lasted 2-3 seconds before being extinguished. It was noted that the patient was intubated and on supplemental oxygen at the time the reported incident occurred.

Manufacturer narrative:
Product event # (B)(4). Patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
The customer noted that near the start of the procedure, a flame was identified at the tip of device. At the time that the flame occurred, the system was being used on coag and touching metal forceps to stop an actively bleeding vessel. It was reported that the flame was about 2mm in size, lasted 2-3 seconds before being extinguished. It was noted that the patient was intubated and on supplemental oxygen at the time the reported incident occurred.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.